Manufacturer narrative:
Other, other text: additional information received by smiths medical via email no patient involved, date unknown.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was plunger and motor rate errors in history. Start-up was the method used to test the pump. The analysts could not run the pump because the cap is broken off the interconnect board then it displayed a primary audible alarm at start-up. The issue was not confirmed because the pump could not be started due to the broken cap. The issue is caused by the customer. The customer damaged the interconnect board while either disassembling or reassembling the pump. The pump was repaired, recalibrated and functional testing was performed.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a plunger sensor error and a motor rate error. There were no adverse events reported.